Event description:
The caller reported that the t: slim x2 pump battery was not charging, despite using both the tandem charging cable and wall adapter. Attempts with alternative charging equipment did not resolve the issue. There was no adverse impact reported to the customer's blood glucose level. As a result, the customer service team decided to replace the pump. The caller was advised to let the pump's battery deplete fully before return and was informed about the steps to follow upon receiving the replacement. The customer understood the instructions, and the replacement pump was sent.